Event description:
A remstar auto a-flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found dust contamination and displayed error code e025 (motor thermistor open), e022 (motor flux magnitude), e066 (stuck encoder b), e024 (motor speed reverse), e055 (therapy queue full) and e065 (stuck encoder a). The device was scrapped by the service center after the evaluation was completed.